Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review could not be performed as the lot ID is unknown. Complaint history review could not be performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays and patient medical records would be helpful in investigating this event further.

Event description:
It was reported that the patient had a left tha periprosthetic fracture and was revised with a long exeter stem.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, post implantation x-rays and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient had a left tha periprosthetic fracture and was revised with a long exeter stem.

Event description:
It was reported that the patient had a left tha periprosthetic fracture and was revised with a long exeter stem.